Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has an scs system for off-label use. The two extensions are from the same lot. Device 1 of 5: reference MFR number: 1627487-2017-04071, 1627487-2017-04072, 1627487-2017-04073 and 1627487-2017-04074. It was reported the patient experienced tenderness at the lead incision site where the strain relief loop was due to it being superficial. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have the strain relief loop buried deeper. The issue was resolved.